Manufacturer narrative:
The reported oad was returned to csi for analysis. A visual examination revealed that the driveshaft was separated from the lap weld, and the saline sheath was separated from the nose cone, with the distal end of the sheath not returned. A guide wire was inserted through the remaining driveshaft and handle assembly without resistance, and when tested the oad function as intended. Review of the device data log identified stall events during the procedure, however this could not be replicated during testing. Scanning electron analysis of the driveshaft fracture showed evidence that it had been destructively cut. At the conclusion of the device analysis investigation, the report that the oad became stuck in the vessel and surgery was performed to remove it could not be confirmed through analysis. The stall events observed in the device data log may have been related to the reported events, however this could not be confirmed through analysis. Per csi field staff, the cause of the stuck in vessel event may have been due to the artery being too small; the physician stated that it was a small 2.0mm vessel. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During orbital atherectomy treatment to the pedal loop in the lateral planter artery, the stealth peripheral orbital atherectomy device (oad) became stuck in the vessel. The vessel was 90% stenosed and severely calcified. After three to three and a half hours of unsuccessful attempts to remove the oad, including multiple access sites, balloon techniques and wire techniques, the patient was transferred to vascular surgery to remove the device.